Manufacturer narrative:
(B)(4).

Event description:
During a revascularization procedure, one in.pact pacific and two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the left sfa to popliteal of the left leg (l-1). Approximately 10 months later the patient experienced instent restenosis of the left sfa (l-1). The % stenosis was 100%. The patient was treated with 4 in.pact pacific, dus and rotarex assisted.

Manufacturer narrative:
Previously reported event outcome was resolved.

Manufacturer narrative:
The previously reported instent restenosis was also treated with 1 pacific plus pta.